Manufacturer narrative:
Device sample not returned in time for this report. Investigation is incomplete. A f/u report will sent when completed.

Event description:
The event is reported as: the cap on the port at the wye was cracked, causing the circuit to not pass the leak test. No pt injury reported.